Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(6). Will not be returned to manufacturer.

Event description:
Caller states patient was comatose when admitted to the hospital after testing 533 mg/dl on a paramedic's unspecified advantage system. Caller states patient tested 144 mg/dl on inform system 1 at 04:06 and hi (greater then 600 mg/dl) at 04:10 on inform system 2. Comfort curve test strips were used. Caller did not know how much time elapsed between advantage system result and inform system results. At 04:46 a lab value returned as 25 mg/dl. Patient received the following results: 147 mg/dl on inform system 2 (05:20), 106 mg/dl on inform system 1 (05:22), and 267 mg/dl on inform system 3 (05:32). At 05:35 a lab value returned as 34 mg/dl. Patient tested 42 mg/dl on inform system 1 (05:37) and was treated with "d50" at 05:38; patient then tested 366 mg/dl on inform system 3 at 05:39. Low blood glucose symptoms improved after medical treatment was received. The patient was released from the hospital 2.5 hours later. Requested return of suspect device however caller no longer has the test strips; replacement was sent.